Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified, based on the results of the investigation, the customer might have not followed the proper instructions for use (IFU) when reprocessing the device. The event can be detected/prevented by following the instructions for use. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: instructions for use (IFU) states the detection method in operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventative measures in reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.